Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he has had high blood glucose since the previous night. His recent blood glucose readings were 515 mg/dl, 498 mg/dl, and 313 mg/dl. The customer confirmed that he did not feel symptoms of high blood glucose and that he was okay to troubleshoot for his high levels. He has been treating with insulin pump therapy. Upon inspection of the pump it was found that the drive support cap was flush. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The drive support was inspected, and no anomaly was noted. However, the pump was received with a missing drive support sticker, a missing end cap sticker, minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads, and a cracked reservoir tube lip.